Event description:
It was reported that during a supply change the ilet¿s external connector was dropped and the fin on the connector fractured, with a portion remaining lodged in the ilet, necessitating a replacement device; images provided by the user corroborated the connector breakage, without blood glucose impact. Investigation included review of complaint details and visual evidence provided by the user. Further investigation of this case revealed physical damage to the connector consistent with breakage and inability to remove the fragment from the device port. No adverse clinical effects or patient injury reported during the event. Outcomes included no emergency treatment, and no hospitalization. It was concluded that the event was related to accidental damage to the connector, resulting in a malfunction that required device replacement, with no patient harm.